Manufacturer narrative:
After receiving information about unintended bed movement, the bed was inspected by arjo technician. The device functional testing did not recreate the reported problem. There was no device failure found during inspection. In summary, the arjo device failed to meet its performance specification since the backrest moved unintended when the patient was lying on the bed. The complaint was decided to be reportable due to unintended movement of the backrest section.

Event description:
Following information reported by the end user, the backrest section of the citadel bed moved unintended when the patient was on the bed. No injury was reported.